Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that an alarm occurred and did not stop during use on the patient, then it was resolved after restarting the device. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device and confirmed the reported problem. The reported issue was not duplicated during an operational check. The records for the occurrences of "check vent: ventilator restarted due to anomalies detected during operation: diagnostic code:1101, and other events (the diagnostic code: 3007) were confirmed on the event log. When these diagnostic codes occur together, no action is required. The software version was checked. (2.30). The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.